Event description:
In an article titled "unilateral extrapedicular vertebroplasty and kyphoplasty in lumbar compression fractures : technique, anatomy and preliminary results", a retrospective study was conducted on 55 consecutive patients who underwent percutaneous extrapedicular unilateral kyphoplasty or vertebroplasty for painful osteoporotic vertebral compression fractures at the 74 lumbar levels between (B)(6) 2006 and (B)(6) 2009. The following events were reported. -epidural cement leakage into neural canal was noted in 3 kyphoplasty cases (4.1%) by postoperative plain radiography, but there were no neurological deficits. -one case (1.4%) of retroperitoneal hemorrhage occurred after kyphoplasty due to kidney injury. No further information was reported. Note: this study was approved by the institutional review board of (B)(6) university college of medicine in (B)(6). Kyphoplasty products are not approved for distribution in (B)(6). Cement used in this study was (B)(4).

Manufacturer narrative:
(B)(6). Report source: article titled "unilateral extrapedicular vertebroplasty and kyphoplasty in lumbar compression fractures : techniq ue, anatomy and preliminary results", by sung-min cho, m.d., yong-suk nam, ph.d., byung-moon cho, m.d., ph.d., sang-youl lee, m.d., ph.d., sae-moon oh, m.d., ph.d., moon-kyu kim, m.d., ph.d. Eval method: follow-up with company representative.